Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and testing of a retained lot of architect anti-hcv. To evaluate whether the assay is able to repeatedly generate reactive results for a reactive sample, four replicates of the positive control were tested in two runs per day for five days each on three different architect instruments. The tests were within the performance claims for %cv in the product labeling. Furthermore, no non-reactive results for the positive control were observed and all values for calibrator, negative control and positive control were well within the specification ranges of the package insert. As part of our evaluation, the complaint records for architect anti-hcv, lot number 91507hn00 were reviewed. This review did not identify any problems relating to your observation. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of complaint tracking and trending for the period of (B)(4) 2010 to (B)(4) 2010 was conducted. No adverse trends were identified for the issue under investigation. Based on this investigation and the information available, it was concluded that the architect anti-hcv assay, list number 6c37-30, lot number 91507hn00 is performing acceptably.

Manufacturer narrative:
On (B)(6) 2011, received an update regarding the date received by manufacturer which should have been (B)(6) 2010 instead of 14dec2010 as stated in the initial MDR report. Date received by the manufacturer as (B)(6) 2010. The initial MDR should have stated in date of this report and date received by the manufacturer as (B)(6) 2010. Additionally, updated results and conclusion codes (section h6) to align with current codes available.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar us product distributed in the us, architect anti-hcv, list 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) architect anti-hcv result on a patient specimen. The specimen was processed in duplicate with one replicate generating a (B)(6) and the second replicate generating a (B)(6). The specimen was processed again with (B)(6). No confirmatory testing or patient information was provided. The (B)(6) result was not reported outside of the laboratory. No impact to patient management was reported.